Manufacturer narrative:
Date of event is estimated. Further information was requested but not obtained.

Event description:
It was reported the patient lost therapy due to ipg being inoperable. In turn, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Corrected data:initial reporter e1 - initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.